Event description:
It was reported that the unspecified bd maxzero needleless connector had a loose component with a leak. The following information was provided by the initial reporter: patients clave became disconnected from IV tubing which caused patient to bleed from the IV, and the pca medication not to be administered to the patient.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.